Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of benefit. The device was explanted (B)(6), 2011. There are plans to reimplant with a new device, however this has not occurred as of the date of this report, (B)(6), 2011.